Event description:
Serious injury involving one person. On 11/06/97, patient experienced discomfort, redness and photophobia in os eye. Doctor diagnosed corneal ulcer at 3:00 1mm from limbus with infiltrates and prescribed ocuflox and acular. Lens model/water content: focus clear 8.6 -5.50/55%; eye involved: left; refraction: myopia -6.75-1.25x180; total duration of use (months) wearing modality: less than one month; number of days lens worm: 10 continuously; last visit to practitioner prior to symptoms: 10/24/97; type lens care system used: unk; name of disinfecting system used: unk; was homemade saline used: no; number of days worn between cleaning and disinfecting: 10; days between cleaning and symptoms: 10: days between symptoms and calling doctor: same day; self-treatment by patient: no; hand washing before lens manipulation: yes; ulcer location: 3 o'clock, 1mm from limbus; visual acuity before symptoms: 20/25; visual acuity after symptoms: 20/25; results of culture: none taken; results of corneal biopsy and/or scrapings: none taken; clinical diagnosis: corneal ulcer with infiltrates.